Event description:
It was reported that the patients ipg is unable to communicate with external devices and has been deemed inoperable. Surgical intervention may be taken to address this issue.

Event description:
It was reported that the patients ipg is unable to communicate with external devices and has been deemed inoperable. Surgical intervention was undertaken on (B)(6)2022, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing.